Manufacturer narrative:
Product complaint # (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent a coronary artery bypass graft procedure on an unknown date and a reservoir was used. The reservoir could not be locked properly during use. Further details are not provided. There were no adverse consequences to the patient.

Manufacturer narrative:
Product complaint # (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Evaluation: failure mode reported by customer can be caused by tie too long. During sample evaluation the plate was able to be open and close without any issue. Tie strap did not interfere on the correct function of the locking mechanism. Sample was evaluated and no damaged/broken components that could relate to the defect reported by customer could be observed. The plate was open and close ten times to verify that the locking mechanism was working properly as shown in pictures. Sample was found in good condition. Sample received was inspected to the potential contribution factors described above. Defect could not be replicated on the sample received since plate was able to be open and close without any issue. Based on the present analysis, it is determined that the reported complaint is not observed and based on the information provided it couldn't be related to manufacturing process, it's considered that other external causes could have affected the product integrity such as handling, non-proper usage or any other possible contributor out of the manufacturer control.